Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was dismissed by her healthcare professional (hcp) and did not currently have a managing doctor for the pump. The patient had saline in the pump since (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown concentration <(>&<)> dose) via intrathecal drug delivery pump for spinal pain. It was reported that the patient had asked the manufacturer "girls" before the pump was implanted if the pump was recalled. The patient looked online and saw that her model number had been recalled. The patient was looking at the priming bolus recall. She was very upset. The patient would to talk to her healthcare provider (hcp) and an attorney. The patient had been butting heads with her hcp. The patient kept telling her hcp that there was not enough medication going through her. The patient knew she had a high tolerance but it was "just ridiculous." The patient thought this was due to the priming bolus recall that her pump was not kicking out enough medication. The patient had seen her hcp 6 times since medication was placed in the pump. The patient was "going through hell" coming off her oral medications because her body was "trying to withdrawal" morphine and oxycodone. The patient was redirected to follow up with her hcp to discuss not getting enough medication and the recall. Patient services reviewed the priming bolus communication. The hcp wanted to know why the manufacturer did not change the model numbers after a recall. The hcp started the medication at 0.16 and then increased the bolus by 10%, 10%, then 5% and then 30%. The patient did not know how all that was calculated with the boluses. No further complications were reported. Additional information was received from the patient, healthcare professional and manufacturer representative (rep). It was reported that the technical service specialist (tss) helped answer questions again about the priming bolus field action. The patient felt she was not getting enough medication and then she reported that she felt as though she was getting too much medication where she felt she was almost needing narcan. The patient stated she was working with a lawyer and the tss explained that they could help answer questions but it may be appropriate for the patient to have her lawyer call the manufacturer legal department. The patient was scared to have the pump in her body and was asking to have the pump stopped or removed. The patient did not trust medical devices. The tss did not ask all required elements as the patient was very upset. The patient was on micro dosing with 2 boluses - one at 7 am and one at 7 pm. The rep did not have time to give all info but asked the tss to email her to get dose/concentration. No further complications were reported. Additional information was received from the patient, healthcare professional and manufacturer representative. It was reported that the "surge" feeling happened right after 7 pm and subsided a few minutes later which corresponded to the patient's flex bolus times. The hcp put the pump to minimum rate (0.0064 mg/day) on (B)(6) 2017 planned to fill it with saline and start the patient on suboxone. The patient had not had a refill since starting the therapy. A session data report showed that the patient was receiving hydromorphone at 1.0 mg/ml, 0.2138 mg/day. No further complications were reported. Additional information was received from the healthcare professional and manufacturer representative. It was reported that the patient did not have symptoms of underdose or overdose within 24 hours of implant. It was unknown whether a full system prime was performed and if so, the software card version used to program the prime. The underdose/overdose symptoms lasted "a few minutes after" her scheduled flex dose. The patient was not in an underdose/withdrawal state prior to implant or full system prime, and a back table prime was not performed. The cause of the patient's symptoms was that the patient was receiving flex dosing per the logs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the flex dosing was programmed as intended. No further complications were reported.